Event description:
It was reported that a revision surgery was performed due to the breakage of half pins.

Manufacturer narrative:
Results of investigation: it was reported that a revision surgery was performed due to the breakage of half pins. The associated devices were not returned for analysis. Therefore a product evaluation could not be performed. No batch number was provided, therefore the device history record review cannot be completed. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Without the return of the actual product involved with no batch information and no medical information provided, our investigation of this report is inconclusive.